Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the day following the implant of the transcatheter bioprosthetic pulmonary valve radiography identified frame distortion at the inflow of struts 5 and 6. No treatment reported. No patient complications were reported as a result of this event.

Event description:
Additional information received indicated that at the 6-month follow-up, fluoroscopy indicated a proximal, single type I wire frame fracture of the valve without loss of any structural integrity of the valve. Intervention was not required.

Manufacturer narrative:
Updated data: b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.